Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 years after the dental implant was placed, in ada site #20 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with insufficient bone quality/quantity. The clinician states that the implant detached while placing abutment. No product was returned for investigation. No operative or post-operative complications were reported for the patient.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 1 years after the dental implant was placed, in ada site #20 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with insufficient bone quality/quantity. The clinician states that the implant detached while placing abutment. No operative or post-operative complications were reported for the patient.